Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the ground connector on the power cord was broken off. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) replaced the alternating current (a/c) power cord that was badly twisted and had a bad ground connection. Performed test release, with no further failures noted. The unit operated to specification and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.